Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope, scope cover was burned at the forceps port. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that that the reported event may occurred due to the high frequency endo therapy accessory being used without sufficient distance from the distal end of the scope. However, a definitive root cause was not identified. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 12nov2024.